Event description:
The affiliate reported a customer who alleged that the biological indicator (bi) was positive. The load was not recalled. There were no reports of injuries related to the unrecalled items.

Manufacturer narrative:
Suspected positive bi. Conclusion: customer reported suspected positive bi for a cyclesure bi lot 13681z. Customer further reported that the chemical indicator did not change color and that there is a possibility the bi was not processed prior to incubation. The device history record for this lot was reviewed and found to meet all required specifications without any manufacturing non-conformities. If the instructions for use are not followed and items for the load with the positive bi cannot be retrieved, then it is possible that the sterility of the load cannot be confirmed. If the load is not sterile, this can lead to infection. If a pt develops an infection due to use of instruments that were not recalled from a load with a positive bi, then medical diagnosis and appropriate antibiotic therapy by a physician is required. If the bi returns a positive result and any of the instruments were used on a patient who subsequently received treatment with antibiotic therapy, the event is a serious injury. Where the bi returns a positive result, and the facility followed its established procedures for positive bi, medical interventions were not given to the pts and the instruments were used. The event is reported as a malfunction due to user error for not recalling the entire load. The direct hazard of a false positive bi in terms of the pt is extremely remote. Some hospitals may opt to delay surgical procedures if instruments need to be recalled. Some hospitals may opt to give affected pt prophylactic antibiotics when a positive bi is reported, which is not common or recommended practice. No RMA returned for analysis. Testing performed on the retain samples of the same lot number did not show any anomalies and therefore unable to confirm the failure mode reported by the customer. A thorough investigation of this complaint revealed that the bi was not processed in the sterrad unit and therefore produced a positive result after incubation. An assessment of the failure mode and effects analysis revealed low-safety risk to the user. The complaint history for this lot showed one other similar reported complaint. The complaint trending does not show a trend for cyclesure "suspected positive bi" problem code. Asp will continue to track and trend for this type of complaint.